Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) displayed a fault code 5 during interrogation. When the representative presented to turn the ICD off, it was found that the device had been turned off by a magnet two days earlier. The device would not charge. The physician elected to explant the ICD.